Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the cause of the leaking issue was due to a malfunction of the cap piercer waste valve. The fse performed repairs by replacing the cap piercer waste valve which resolved the issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a leak which came from the top of the blade/wick area of the cap piercer on the unicel dxc 600i synchron access clinical system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.